Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery. Following pre-dilatation, a 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that the stent strut was lifted during insertion. The device was removed and the procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).